Event description:
It was reported that when (1) device and (2) reloads were used during a wedge resection, the staples were malformed. Another device was used to complete the case with no consequence to the pt.